Event description:
A report was received stating that the device was in use with the patient for 3 weeks when 1 of the eyelets was observed torn. An emergent tracheostomy tube change was reportedly required.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: the device is currently being evaluated. Once product inspection and evaluation is finished, the manufacturer will file a follow-up report detailing the results.